Event description:
It was reported that during dft testing the device delivered one shock and then no further therapy was available. A pop sound was heard. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported output anomaly was confirmed in the laboratory. Analysis found the high voltage output circuitry damaged. The cause of the output anomaly could not be determined.